Event description:
It was reported that the product has a damaged pneumatic hose. This was noticed during cleaning. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the MFR and the exhaust hose on the motor hose assembly was damaged. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.